Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a kink 2.5 cm from the cap on the proximal end of the device. On account of the depth of the kink, it could not be determined if the kink was also a split in the material. A thin spot of the device was also noted close to the location of the kink. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mod. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient had a frederick-miller feeding tube placed on (B)(6) 2017. Holes were observed in the tubes after injection of contrast. Contrast "filled the bowel, as expected (from the manufactured end holes), but also filled the upper esophagus." The feeding tube was removed and replaced. No further event or patient information was provided.